Event description:
It was reported by service report that the side rail did not lock in the upright position. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Timing link. Customer will complete repair.